Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during preparation, as the device was being flushed with contrast, the contrast leaking about 3 or 4mm above the distal tip. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; melted extrusion.

Manufacturer narrative:
(B)(4): a visual examination revealed that the exposed cut wire appeared to have melted/split the extrusion at the distal pierce hole. The melted extrusion, created a tear measuring approximately 7 mm proximally from the distal pierce hole. This tear caused the cutting wire anchor to slide proximally from the distal pierce hole and shortened the exposed cutting wire length, which now does not meet specification. A functional evaluation found that the device did not meet the bowing specification as a result of the melted/split extrusion. Additional testing was performed by injecting water through the device. The water spurted out at the tip initially and then backflow occurred up the guidewire lumen. This backflow caused leakage at the end of the open guidewire channel near the wide brown paint band marker. During manufacturing, tome devices are 100% inspected, so the melted/split extrusion is likely due to handling/usage during preparation. Therefore, the most probable root cause is handling damage. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.